Event description:
A surgeon reported that following a multifocal intraocular (iol) implant procedure, a patient was dissatisfied with their vision. The lens was exchanged with a monofocal lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionaire was not received. (B)(4).